Event description:
While crossing the circ to the om [obtuse marginal] lesion. When dr pulled the caravel micro catheter back, he saw that the tip was not moving on xray fluoro and had broken off the caravel microcatheter. He recaptured the broken tip in the guide catheter and removed everything on the wire. While looking at the broken tip which was around 1mm in size the dr dropped it on the scrub table and it rolled off. [Redacted] witnessed dr drop the piece, but they could not locate it afterwards. Dr then rewired lesion and used different brand of microcatheter to proceed with case.

Event description:
While crossing the circ to the om [obtuse marginal] lesion. When dr pulled the caravel micro catheter back, he saw that the tip was not moving on xray fluoro and had broken off the caravel microcatheter. He recaptured the broken tip in the guide catheter and removed everything on the wire. While looking at the broken tip which was around 1mm in size the dr dropped it on the scrub table and it rolled off. [Redacted] witnessed dr drop the piece, but they could not locate it afterwards. Dr then rewired lesion and used different brand of microcatheter to proceed with case.